Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect component is not available for return. Due to the part not being available to be returned, no further evaluation can be completed at this time.

Event description:
The customer reported while using the vela ventilator; the unit's touchscreen is nonresponsive. The customer reported observing liquid patches on the right bottom corner of the ventilator. The customer performed troubleshooting, but the issue was not resolved. The customer reported there is no patient involvement associated with the event.